Manufacturer narrative:
The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use. The 16atm was applied when it was determined that there was insufficient stent expansion. The same inflation device was used with other devices pre and post the inflation difficulties encountered. The incomplete expansion issue was not related to the vessel morphology or inflation pressure applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is a former smoker with a medical history of stroke or transient ischemic attack. Index procedure was prompted by unstable angina. During the index procedure, one resolute onyx drug eluting stent was used to treat a non-tortuous and moderately calcified lesion located in the proximal circumflex artery exhibiting 90% stenosis. The lesion was pre-dilated. It was reported that there was a insufficient stent expansion when the stent was delivered to the lesion. A non-medtronic balloon was used to optimize the stent expansion. No further patient complications have been reported as a result of this event. {dissection event is covered on pe (B)(4)}.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.